Event description:
During testing at the user facility, it was noted the device battery was swollen. The device was returned to the biomedical dept with a repot that indicated the pump had no dc power. No specific patient information, device programming, or event details were available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.